Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed due to the condition of the returned device. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the returned device was not able to be tested due to the returned condition this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. The noted needle noted at the vacuum ¿vac¿ position likely occurred due to inadvertent mishandling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the 20/30 priority pack indeflator was connected directly to a balloon hub and noted to have a leak in the hub. Another indeflator was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.